Event description:
It was reported that high impedance measurements (>20,000 ohms) were seen on electrodes #4, 5, and 6 of the patient's implantable neurostimulator (ins). It was noted that the patient felt stimulation in their right leg but not their left leg. There was no report of falls or a change in the patient's activities since implantation. The patient was programmed with electrodes 4 and 6 but did not feel stimulation. The company representative changed the program to make electrode #7 negative and the patient was able to feel some stimulation. Follow up information reported that impedance checks, x-rays, and several reprogramming attempts were performed with the result that the patient did get some stimulation (with the "bottom electrode") which gave them some therapeutic relief until the physician determines if any further interventions are needed. The cause of the event was reported as undetermined. The patient was reported as doing well and was content with the limited stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 74002, lot#: n233270, implanted: (B)(6) 2012, product type: adapter; product ID: 3777-60, lot#: v745889008, implanted: (B)(6) 2012, product type: lead; product ID: 3777-60, lot#: v745889007, implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37746, serial#: (B)(4), product type: programmer, patient. (B)(4).